Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The embolization coil remains in the patient.

Event description:
The patient was undergoing a coil embolization procedure for an arteriovenous malformation (avm) in the left pulmonary artery using ruby coils. During the procedure, the physician deployed several ruby coils into the target vessel using another manufacturer's microcatheter. While advancing the last ruby coil through the microcatheter, the physician encountered resistance but was able to advance the coil almost completely into the target vessel. However, the physician was not satisfied with the position of the coil and decided to retract it. While the ruby coil was being retracted, it unintentionally detached from its pusher assembly. The physician did not remember if she felt resistance while retracting the coil. Upon assessing the location of the detached embolization coil, the physician concluded that there would be no effect to the patient; therefore, there was no attempt made to remove the detached ruby coil and the procedure ended at that point. A rotating hemostasis valve (rhv) was not used in this procedure and the physician stated that she may not have flushed the microcatheter prior to advancing the last ruby coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The embolization coil remains implanted in the patient; however, the ruby coil pusher assembly was returned to the manufacturer on 2017-04-06. Result: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The embolization coil was detached from its pusher assembly. The pull wire was retracted out of the distal detachment tip (ddt). Conclusion: evaluation of the returned device confirmed that the embolization coil was detached from its pusher assembly. This damage likely occurred due to forceful retraction against resistance. Forceful retraction against resistance may have caused the distal section of the pusher assembly to elongate beyond the reach of the pull wire, which would result in the embolization coil detaching from the pusher assembly. Further evaluation of the returned device revealed that the pull wire was retracted out of the ddt. If the pull wire is retracted out of the ddt, by design the embolization coil will detach from its pusher assembly. The microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.